Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that there were some cracks on the lid of the subject device, which led to some water leakage. There was no reported when the cracks had occurred. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device with its accessories, was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the subject device and found that there was the evidence that something hard object had hit the surface of the lid of the subject device for multiple times due to the user handling. Consequently it might be caused the crack. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the inappropriate user's handling. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.